Event description:
Consumer called to report high readings. Had to call paramedics for assistance when her sugar went too low.

Manufacturer narrative:
Consumer using product that has expired. Consumer used the product on the last day of acceptable use. Unable to conduct quality evaluation on strips, however, previous retention test data on this strip lot indicates the lot passed all criteria as required by the specification.